Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus (B)(4) (oekg), omsc surmised there was the possibility this phenomenon was attributed to the glue deterioration due to the long term-use and the external force applied to the distal end of the subject device such as hitting by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the crack of the glue on the distal end of the subject device at the unspecified timing. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device and identified that the glue deterioration on the distal end. The service department of oekg also found that the humidity and the stain were inside the light guide lens of the subject device. There was no patient injury associated with this report. It was not provided the other detailed information.